Event description:
Balloon burst when expanded to 26 atmospheres. Catheter pulled out of body and balloon dislodged off wire and was found under fluoro to be in iliac. Retrieval device used to retrieve balloon.